Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for additional microbiological testing. And, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, more than 1000 cfu / 100 ml of microbial were detected from samples taken from the subject device and escherichia coli were identified. The subject device had been disinfected with none-olympus automated endoscope reprocessor (soluscope) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".